Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. The device was returned within the plastic case. The sterilization barrier was broken prior to the device being returned. Upon observation of the contents within the plastic case, rubber red strips were detected within the plastic case. No other defects were detected. Based on the returned condition of the device, and the results of the investigation, the reported failure "packaging issue" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened packaging and noticed it contained parts (pieces of plastic) that they are not use to seeing in the product. This caused them to question the sterility of the product and therefore did not use the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened packaging and noticed it contained parts (pieces of plastic) that they are not use to seeing in the product. This caused them to question the sterility of the product and therefore did not use the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.